Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-jun-2018 with the following findings: a review of the pump black box showed multiple unexplained pump reboots. A visual inspection of the pump revealed no damage to the battery compartment. The returned battery cap undamaged and able to fit to maintain electrical connection. The battery cap contact height and width measurements were found to be within specification. The pump powered on and was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of an intermittent power issue was shown in the pump history but was not duplicated during investigation.